Event description:
The tech alleged the brakes are not holding. No pt impact.

Manufacturer narrative:
The tech received the brake detent mechanism assembly, the brake cam pivot and the brake pedal assembly to resolve the issue.